Manufacturer narrative:
Initial reporter phone number: (B)(6). Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in france, regarding an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. No resistance was felt during the insertion of the 23mm commander delivery system into the 14f esheath plus. However, during the gross valve alignment in the straight section of the aorta, the balloon catheter bent and got stuck with the valve, preventing the alignment from being completed. A significant risk of balloon rupture was identified, so the medical team decided to remove all the devices. A new kit was opened and a new valve was successfully implanted without complications. The patient was noted as to be doing well. As per preliminary evaluation of the returned devices, the distal tip of the esheath plus was slightly torn.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed. Liner expanded as designed. Distal tip opened but torn radially along the horizontal score line. Sheat distal tip stretched along vertical axial score line. All score lines were present at the distal tip. Scratches noted along sheath shaft. Due to the nature of the complaint, no functional or dimensional testing was able to be performed. The complaint was confirmed through visual examination. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting distal tip failure on esheath/esheath plus, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The reported event was confirmed based on evaluation of the returned device. Available information suggests patient factors (calcification) likely contributed to the event as during evaluation of the returned device, scratches were noted along sheath shaft. Calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.